Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be greater than 55 percent which is as expected after an implantation duration of 86 months. The provided ECG from (B)(6) 2020 was evaluated. The ECG documented a pacing rate of approximately 110 ppm, confirming the clinical observation. Based on the data the root cause for the observed pacing rate was not determinable. However, during device data inspection it was noted that the device was programmed to a rate adaptive mode (vvir mode) since implantation which may have contributed to the clinical observation. Furthermore, follow-up data from (B)(6) 2020 showed that the device temporarily operated in the safe program (vvi, 70ppm, 4.8v at 1.0ms) most likely as a result of pressing the safe button on the programming wand during that follow-up. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The rate adaption functionality was tested as well. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 86 months, a ventricular tachycardia was observed. The vt appears to be related to device settings. The device was explanted.